Event description:
Customer reported prior to patient use the light was flickering. It was reported that when clicking the blade onto the handle "the light goes out but if you click it back just a few mm the light stays on". No patient involvement reported.

Manufacturer narrative:
(B)(4). It was reported that the actual sample is not available for investigation; however, the customer provided three photos of a welch allyn fiber optic handle. No pictures of the blade were returned. The complaint cannot be confirmed by the photos. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported prior to patient use the light was flickering. It was reported that when clicking the blade onto the handle "the light goes out but if you click it back just a few mm the light stays on". No patient involvement reported.